Event description:
The device was removed due to a "tubing failure". The entire 2-piece inflatable penile prosthesis was removed and replaced with a 3-piece inflatable penile prosthesis. 2/28/97 - upon receipt of the physician/surgeons operative report, it stated,..."the pt is paraplegic who underwent the implantation of an inflatable penile prosthesis in 1990. It has recently stopped functioning and is presumed to have a leak". Procedure..."his previous implant was placed scrotally and for the removal, a small transverse intrapubic incision was made and carried down to the level of the copora cavernosa. Each corpus was incised and the cylinders were identified and pulled free along with a 3 cm rear tip extender on each side. The connecting tubing was cut to facilitate removal. New measurements were taken and 18 cm cylinders and a 1 cm rear tip extender on the tail of each cylinder were placed. The old pump was pushed upward and an incision was made over its capsule to deliver it into the wound. The defect was identified and the new pump was placed. The device was tested with an excellent result". Findings:..."near complete unraveling of the connecting tube on one side near the pump".